Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension, a suprarenal stent graft extension and non-endologix snorkel stents to treat an abdominal aortic aneurysm (aaa). This procedure is outside the indications of use (off- label). Approximately three (3) years post initial implant, the patient presented to the emergency room with abdominal pain. A type ia endoleak was identified from a computed tomography (CT) scan. An intervention was completed successfully. The physician elected to implant another infrarenal stent graft extension with non- endologix snorkel extension to resolve this event. The patient was reported as stable post intervention. Additionally, clinical assessment determined that there was evidence to reasonable suggest an indeterminate endoleak, treated with coil embolization at the additional endovascular procedure on (B)(6) 2018 occurred that were not included in the event as reported.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported urgent presentation with abdominal pain, type ia endoleak, secondary endovascular procedure was confirmed only from the discharge summary. Additionally, clinical assessment determined that there was evidence to reasonable suggest an indeterminate endoleak, treated with coil embolization at the additional endovascular procedure on (B)(6) 2018 occurred that were not included in the event as reported. The type ia endoleak is most likely user related due to the concomitant use with products outside the IFU (snorkel) at the implant. The procedure related harms for this event could not be determined. The final patient status was reported being stable. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted; therefore, no evaluation was completed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. The initial type ib endoleak and re-intervention reported on 10/10/2016 was reported under MFR# 2031527-2016-00529. The type ia endoleak with aneurysm enlargement and re-intervention reported on 12/10/2018 was reported under MFR# 2031527-2019-00021. Corrections: b5: describe event or problem ¿ updated. D11: concomitant medical products - updated. G1,2: contact office- name has been updated. H6: result code ¿ remove 3221. H6: conclusion code ¿ remove 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension, a suprarenal stent graft extension and non- endologix snorkel stents to treat an abdominal aortic aneurysm (aaa). This procedure is outside the indications of use (off- label). Approximately three (3) years post initial implant, the patient presented to the emergency room with abdominal pain. A type 1a endoleak was identified from a computed tomography (CT) scan. An intervention was completed successfully. The physician elected to implant another infrarenal stent graft extension with non- endologix snorkel extension to resolve this event. The patient was reported as stable post intervention.